Event description:
The reporter has been receiving er1 and er2 messages on his surestep meter. His mother also tested his meter and rec'd the same results. The mother checked the confirmataion doe on the back of the test strip when she rec'd an er1 and it did not fall outside the color chart. The reporter requested a replacement meter.